Manufacturer narrative:
The reported device is expected to be returned for evaluation. A supplemental and final report will be filed upon the completion of the product evaluation and the complaint investigation.

Event description:
The distributor in (B)(6) rejected one 130307a, goldline, rocker, holster, due to an "insufficient heatseal". In this instance, there was no patient involvement as the packaging anomaly was discovered during inspection prior to distribution to an end-user. The report is raised on the basis of a device malfunction with potential for injury with recurrence.

Manufacturer narrative:
The reported unused devices were returned for evaluation in original unopened packaging. Label verification and visual inspection was performed. Visual inspection of the device found that the cord of the device was inside the seal area. Dye leak testing was performed on the device packaging to test for breach in the seal area. Dye leak testing found no breach in the seal area. Although the device maintained a sterile barrier, the issue was confirmed due to the presence of the cord in the seal area. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 22 complaints, regarding 32 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: contraindications: these device should never be used when: there is visible evidence of damage to the exterior of the device such as cracked or damaged plastic or connector damage these devices fail the inspection described herein safety tips: inspect and test each device before use inspection: these device should be inspected before each use. Visually examine the devices for obvious physical damage including: damage including cuts, punctures, nicks abrasions, unusual lumps, significant discoloration this issue will continue to be monitored through the complaint system to assure patient safety.